Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain occurred. In (B)(6) 2016, percutaneous coronary intervention was performed on the subtotal mid circumflex artery. A 2.25 x 24 synergy ii stent was deployed to the target lesion. Final angiography was performed with a timi 3 flow with no evidence of dissection. A compromise of a small marginal branch was observed. The patient was then transferred to the recovery area. A few hours later, the patient developed acute chest pains, mental status changes and had a lateral injury pattern on the ECG (electrocardiogram). The patient was brought back to the cardiac cath lab for repeat angiography. The vessels were all clear. Patient was sent for head computed tomography (CT) which showed no acute changes. The following day, the patient was discharged.